Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device trigger was sticking, which can result in run-on if the trigger sticks in the activated position. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete. The device has not been returned for analysis at this time.

Manufacturer narrative:
The reported event was confirmed. The trigger would bind when pulled, due to corrosion, but no run-on was observed. The device was repaired and returned to the customer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device trigger was sticking, which can result in run-on if the trigger sticks in the activated position. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.